Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead had high impedances. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg pocket was opened, the lead was disconnected and tested with an epg. The impedances were still high but the lead was reconnected to the ipg and left in place. Further surgical intervention may take place to address the issue.